Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing discomfort at the scs ipg site with the stimulation on or off. The patient stated the ipg site was sore to the touch, hurt when riding in the car and walking. A company representative met with the patient and physician, the physician examined the ipg site and stated there was no sign of infection and believed the ipg pain was likely the result of existing nerve damage that should improve with time. The patient requested to have the scs system removed.